Event description:
It was reported that stent damage occurred. During unpacking of a 9.0x60x135 cm express ld vascular stent, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. During unpacking of a 9.0x60x135 cm express ld vascular stent, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported. Device eval by manufacturer: the express delivery system was returned with the stent fully mounted onto the delivery stent. A visual and tactile examination identified no damage or any issues along the length of the device. The balloon was tightly folded and had not been subjected to positive pressure. No issues were noted with the shaft, tip balloon or markerbands that could have contributed to the complaint incident. The stent was returned fully crimped to the balloon material. A visual and microscopic examination of the stent identified that no damage or nay issues along length of the crimped stent. No issues were noted with the stent that could have contributed to the complaint incident. No other issues were identified during the product analysis.